Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked from the cartridge tubing on multiple occasions. Additionally, it was reported that during the fill tubing step with multiple cartridges, insulin was not seeing exiting the cartridge tubing on multiple occasions. There was no reported impact to customer's blood glucose. A new cartridge was successfully loaded to address the event.